Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the octrode lead was replaced. Stimulation coverage to all painful areas obtained.

Manufacturer narrative:
The investigation results will be provided in the final report. Event date is estimated.

Event description:
It was reported patient suffered a fall and lost stimulation approximately on (B)(6) 2019. Diagnostics revealed high impedance readings. Surgical intervention may take place at a later date.